Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 700 mg/dl and a high ketone level identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Reportedly, customer reverted to an alternate method of insulin therapy.